Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of high and low blood glucose readings from the insulin pump. The customer stated that sometimes he gets lows sneak up on him. The customer stated that he has lows overnight and woke up higher than 200 mg/dl in the morning. The customer stated that he has been hospitalized for diabetic ketoacidosis. The customer stated that the battery life diminished after 3-4 weeks. The customer stated that the escape button may need to be pressed more than once to activate. The customer stated that the screen is scratched and has a rainbow effect on it. The customer also stated that he had random no delivery alarms. The customer declined to speak with help line for assistance.